Manufacturer narrative:
This is default text configured for block h10.

Event description:
Septic arthritis infection [arthritis bacterial]. Case narrative: this is a serious spontaneous complaint case received from a physician in australia. This report concerns five patients, unknown age and gender, who experienced septic arthritis infection during treatment with euflexxa (sodium hyaluronate) solution for injection, unknown concentration, route and dose for an unknown indication. Lot number: y10159e. Expiration date: jan-2028. This case describes fifth (5) case out of five (5) patients. On an unknown date, a physician from a radiology clinic reported that five patients experienced confirmed septic arthritis following administration of euflexxa. At the time of reporting, there were five (5) confirmed cases, with the potential for the number to increase to nine (9). The cases were reported from multiple sites within the same radiology group across australia. All patients appeared to present to hospital approximately five (5) days post-injection. Action taken with euflexxa was unknown. The event of septic arthritis infection was serious due to hospitalisation and medically significant. At the time of reporting, the outcome of septic arthritis infection was unknown. No concomitant medication was reported. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related. Senders comment: although important information (such as medical history, laboratory findings, concomitant medication) was not provided, the contribution of sodium hyaluronate to patient experienced septic arthritis could not be excluded due to known safety profile of hyaluronan preparations. The conservative assessment of the causality was based on the information provided in the report. Reference ids: internal # - others = au1807, e2b linked report = au-ferring pharmaceuticals a/s-2026fe00531, e2b linked report = au-ferring pharmaceuticals a/s-2026fe00534, e2b linked report = au-ferring pharmaceuticals a/s-2026fe00532, e2b linked report = au-ferring pharmaceuticals a/s-2026fe00533. Internal # - complaint = (B)(4).